Event description:
A malfunction alarm, identified as "malf 12," was reported by a distributor named air liquide healthcare ireland regarding a device used in ireland. There was no adverse impact to the customer's blood glucose level as it did not exceed the critical threshold. The customer attempted a self-reset of the device, but could not confirm the fault ID, leading to a decision by technical support to replace the pump. The customer reverted to an alternate method of insulin therapy.